Manufacturer narrative:
Additional information: g3, h2, h3, h6. The reported event of material separation and removal difficulty could not be confirmed. Two images were submitted for evaluation to product performance engineering; no product was received. The images returned shows the distal end of the catheter separated from the proximal shaft and knotted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured and detached shaft remains unknown. Based on the information received, the cause of the reported removal difficulty could not be conclusively determined.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, the catheter became tangled around itself when going up the iliac vein. It was attempted to untangle it but support from an interventional surgeon was required. When attempting to remove the catheter, it broke and the knot that had formed was stuck in the vein. A vascular surgeon was then called to remove the knot that remained. The knot was removed with ease after the initial incision was cut a little larger than before.